Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) never changed color, and the device exited the vessel together with a non-cordis sheath. Manual compression was applied or hemostasis. There was no reported patient injury. The patient underwent a left lower-limb balloon angioplasty. After a retrograde puncture of the left femoral artery with a non-cordis short sheath, the vcd was used for closure. The operator has years of experience using exoseal. The device was withdrawn slowly at about a 40° angle. Once pulsatile flow in the flashback indicator diminished, the closure device was pulled back about 1 cm further, but the indicator window never changed color. The device was stored and prepped according to the IFU. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The catheter sheath introducer used was non-cordis. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5mm. The puncture site had no visible calcium or plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. One non-sterile exoseal vascular closure device (6f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, a kink was observed on the delivery shaft, located 14 cm from the distal tip. Dimensional analysis was performed on a portion of the delivery shaft near the affected kinked area to verify the outer diameter. This result was found to be within specification. The guard locking simulation could not be performed because the unit was received already deployed, with the indicator wire retracted. The functional deployment simulation evaluation could not be performed, as the plug was not returned due to the deployed state of the unit as mentioned before. A high magnification evaluation was conducted on the internal mechanism of the device. During this analysis, no abnormal conditions were observed. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the device was received fully deployed with the window demonstrating the three color changes. No damage to the internal mechanism was noted. The cause of the reported issue could not be determined since the received condition of the device did not match the description provided by the customer, as it was received fully deployed. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) never changed color, and the device exited the vessel together with a non-cordis sheath. Manual compression was applied or hemostasis. There was no reported patient injury. The patient underwent a left lower-limb balloon angioplasty. After a retrograde puncture of the left femoral artery with a non-cordis short sheath, the vcd was used for closure. The operator has years of experience using exoseal. The device was withdrawn slowly at about a 40° angle. Once pulsatile flow in the flashback indicator diminished, the closure device was pulled back about 1 cm further, but the indicator window never changed color. The device was stored and prepped according to the IFU. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The catheter sheath introducer used was non-cordis. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5mm. The puncture site had no visible calcium or plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The device is being returned for evaluation.